Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements greater that 125 ohms. Distal shocking coils were also found to be stretched. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.